Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:42:17. During night drain cycle four, the patient's ultrafiltration reading was 2156ml, indicating the home patient (hp) drained 1936ml more than their maximum programmed fill volume of 2200ml. No additional information is available.